Event description:
It was reported in the journal of vascular and interventional radiology that a stent fracture occurred. An express 7mm x 27m stent had been placed at the origin of the left common iliac artery (lcia) in a patient with a 4.6cm abdominal aortic aneurysm. Approximately 3.5 years post procedure, a repeat angiography revealed "increasing angulation of the aortoiliac junction and resultant fracture of the iliac stent associated with 60% re-stenosis between the two stent fragments". The patient was asymptomatic, therefore, clinical treatment was not indicated and no intervention was performed.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.